Event description:
During an acl reconstruction, a piece of the tensioner broke. Physician unable to use the tensioner and it was removed from the surgical table.what was the original intended procedure?acl reconstruction.device #1is this a laboratory device or laboratory test?no.